Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-01469. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 95% stenosed lesion being treated was located in the non tortuous proximal left anterior descending (lad) artery. The lesion was not predilated . The physician deployed a 3.00x32 mm taxus express2 drug eluting stent and a 3.00x20 mm taxus express2 drug eluting stent. The stents were well apposed and the patient was stable. Medication given: asa, heparin, nitro, clopidogrel, plavix. Twenty minutes post the initial procedure, the patient presented with chest pain. Angiography found thrombosis in the previously placed stents. The thrombosis was treated with multiple balloon inflations and a 2.5x18 mm non-boston scientific stent was placed. No additional patient complications were reported. Patient status reported as "well".